Event description:
Provider states the wheelchair crossbrace will not set in the saddle and provider is unaware if it is the crossbrace or the frame,concealed out of box damage. Provider states the anti-tippers, dust caps and owners manual were missing from the box.